Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a wire was observed to be sticking out from the pk dissecting forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a wire sticking out. Both pitch cables of the instrument were found to be broken at the distal clevis hub. The cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.